Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed vibration testing. It was determined that this was due to worn and damaged bearings. The device showed signs of corrosion caused by immersion during the cleaning process. The assignable root cause was determined to be due to improper cleaning which is failure to follow the directions for use and would be misuse, abuse and/or user error.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that it was difficult to attach the craniotome device to the motor device. During in-house engineering evaluation, it was observed that the device failed for vibration. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.